Event description:
On 4/13: customer reports fluoro failed during a procedure. Customer did not provide any information other than to say the procedure was completed with use of a c-arm portable fluoro. No reported injury.

Manufacturer narrative:
The field service engineer was able to get the image and x-ray tube to mis-align. Fse troubleshot to the transducer pcb and replaced the transducer. The system aligned; the image intensifier and x-ray were moving in sync. Unit passed checkout procedures and was returned to service.